Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed. A field service engineer (fse) cleaned the contacts on micro switches for all doors and secured the connections. The fse also cleaned the contacts on the door controller board and tested the door using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.